Event description:
Subsequent to the initial report, additional reported information indicates that there was no resistance during advancement and withdrawal of the 2.5x15 mm nc trek rx dilatation catheter.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the distal left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. A 2.5x15 mm nc trek rx dilatation catheter was advanced and inflated twice to 18 atmospheres; however, the balloon ruptured after the second inflation. The procedure was completed after deploying a xience xpedition stent. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.